Manufacturer narrative:
Rec'd further info that indicated the currently implanted device that is deflated is a non-dow corning device. Rptr alleges the pt originally had dow corning devices until 1995, there were no complaints listed for the dow corning devices.

Event description:
Reporter alleges the pt has a deflated implant.